Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned/replaced due to intermittently high out-of-range pace impedance measurements greater than 3000 ohms. No noise was noted. Undo, visual inspection the is-1 portion of this lead had cracks in the insulation and the outer conductor was coming unwound in sections. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).